Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm intermittently occurred while the customer was not outside of the labeled operating altitude range with multiple cartridges. The customer's blood glucose level was 210 mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy.